Event description:
The customer reported via phone call indicating that the insulin pump had a blank display. Customer's blood glucose was 184 mg/dl. The customers stated that she placed the battery in and the insulin pump still blank. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with currents within specification. No blank display was noted. The lcd board showed no anomalies. The pump had minor scratches on the lcd window, a cracked case near the display window corners, a cracked reservoir tube lip, and a missing end cap sticker.